Event description:
It was reported that the duodenovideoscope had dirt in the forceps channel. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed stain/foreign material foreign inside the instrument channel could not be determined, however, deformation was observed at the point of the stain/foreign material that could have resulted in the retention of foreign material. The issue may be detected/prevented by following the instructions for use sections below: jf type 260v,tjf type 260v, reprocessing manual, chapter 3 cleaning, disinfection, and sterilization procedures. Jf type 260v,tjf type 260v, operation manual, chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.